Event description:
On (B)(6) 2017, the reporter contacted lifescan, USA alleging hardware missing (usb cable/ac adaptor) from the onetouch verioiq starter kit. The seal from the box had been opened. This complaint is being reported because the alleged issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.